Event description:
Medtronic's dvmb1d4 ICD originally implanted on (B)(6) 2015 malfunctioned on (B)(6) 2017. Lead replaced, now malfunction again on (B)(6) 2018, has to be replaced 3rd lead in 3 years. I believe this device is an expansion of the current class 1 recall (B)(4). I'm facing surgery. I don't want to hook another 3 lead wire to a recalled device.